Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. Technical services (ts) was consulted and discussed this was likely due to insulation issues since this lead has been implanted since 1991. During a programmed device changeout procedure, the physician opted to insert this lead into the left ventricular (lv) port of the newly implanted device. No adverse patient effects were reported. This lead remains in service.